Event description:
Approximately 1.5 hours into a 4.25 hour treatment a 59 year old male pt began to experience some discomfort, severe cramping and chest pains. The facility technician, was called to the area to investigate a leak. The leak was thought to be coming from an adjacent machine or the plumbing in the wall, but no leak was observed directly related to instrument serial number. At about 3.5 hours into treatment, pt symptoms continued; and was given normal saline. Tech called again, this time water appeared to be coming from a nearby machine. The pt's post treatment weight indicated that 12.5 kg had been removed. The machine was sent to remove 4kg. Pt was ambulatory but still cramping when he left the clinic.